Event description:
The healthcare professional (hcp) reported that five minutes into the MRI, the patient had a skin burn at the implantable neurostimulator (ins) site, on the outside. It was hot at the ins site. The hcp followed the MRI guideline as written. The patient turned therapy on and it was working for him. The hcp was told to direct the patient back to the managing hcp; the managing hcp had ordered the MRI. The indication for therapy was non-malignant pain and chronic low back pain. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.